Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a moderate to heavy calcified, moderate tortuous right external iliac artery that is greater than 70% stenosed. During deployment of an 8.0x80mm absolute pro self-expanding stent (ses), excessive resistance was noted in the thumbwheel and the absolute pro ses was still able to be deployed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported physical resistance / sticking thumbwheel and the reported difficult or delayed activation were unable to be replicated in a testing environment due to the condition of the returned device (stent previously deployed). Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the device was bent in the heavily calcified, moderately tortuous and 70% stenosed anatomy preventing the shaft lumens from moving freely; thus resulting in the reported physical resistance / sticking thumbwheel and the reported difficult or delayed activation. Interaction and/or manipulation of the device resulted in the noted device damages (multiple stent sheath bunching, multiple inner member bends/bunching, multiple jacket bends) contributing to preventing the shaft lumens from moving freely; thus, contributing to the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.